Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 5033786, model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patient underwent a revision procedure wherein the leads were adjusted for an unknown reason. The patient was doing well postoperatively.